Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that an image merge failure occurred when attempting to merge the pre-operative CT to the post-operative CT. The CT merge showed significant deviation that was unable to be corrected manually. The post-operative CT was then merged to the pre-operative MRI and no issues were noted. Placement was verified to be acceptable by the surgeon and under 2mm of deviation.

Manufacturer narrative:
It was reported that a merge failure occurred when the surgeon attempted to merge the preoperative CT to the postoperative CT and that the CT merge showed significant deviation. A test was performed at the manufacturing site using the patient folder provided by the surgeon and concluded that no noticeable issue occured. The merge issue described in the complaint description cannot be confirmed. Corrected data: date of this report, manufacturer email, office contact, date received by manufacturer, if follow-up, what type, device evaluated by manufacturer, evaluation code.